Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was not feeling stimulation and was having a little bit of leakage. Patient stated their patient programmer (pp) was not working and they didn't feel the vibration. Patient said they were unable to see the lightning bolt. Patient said that with the ins they were going to the restroom more, prior to the implant the patient would not go every day, now they were going every day, so it was helping. Patient said when they do go to the restroom, they did not fully empty and still had some leaking. Patient stated the leak makes them smell and the patient can't smell to detect it. Patient said the ins was giving them the urge to go to the restroom that they didn't have prior to implant, patient reiterated that this was the ins helping. Patient stated that sometimes they don't feel stimulation when they left the pp. Patient tried to connect with the pp antenna and was getting poor communication it was noted that there were no bandages, but there was bruising at the implant site. It was reviewed that the po or communication may be due to swelling and healing. Patient was able to sync with the programmer and it showed stimulation was on program 3 at 1.5. No further complications were reported or anticipated.